Event description:
On (B)(6) 2025 the user reported that they were unable to unlock the ilet device due to a cracked touchscreen. The user reported that blood glucose (bg) was not affected at that time. A replacement ilet device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.